Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 01 jun 2020.

Event description:
It was reported that the ventilator had a battery failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
G4: 03jun2020. B4: 03jun2020. Information was received that the service engineer (se) inspected the device and confirmed the battery issue. The se replaced the battery and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jun2020. B4: 04jun2020. Additional information was received that the battery issue was that it was not charging. The service engineer (se) reported that the spare part received was 'broken' upon arrival. A new battery was sent and replaced to address the reported issues. In addition it was reported that during the event, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, patient information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.